Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts from the first 2 most proximal stent rows were damaged with struts pulled distally. The undamaged distal section of the crimped stent outer diameter was measured and is within maximum crimped stent profile specification. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in a severely tortuous and severely calcified right coronary artery (rca). A 3.00 x 38 synergy drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.